Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from canada stating there was leakage from the closed suction control valve, either becoming stuck in the "on" position or not sealing when in the "off" position. This created a leak in the ventilator system, causing alarms while compromising ventilation. There was no direct patient harm as the ventilator alarmed, but there was a high potential. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, m5138t626, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received and evaluated. The position of the thumb valve appears to be fully upright (closed). The valve was depressed and released. The valve returned to the full upright position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked, closed position. The distal end of the catheter was inserted in water, dyed blue. No suctioning occurred. The thumb valve was fully depressed and suctioning occurred. The valve was placed in the locked position. No suctioning occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).